Manufacturer narrative:
Visual inspection was unremarkable and found no issue with the device. Complaint was not confirmed.

Event description:
On (B)(6) 2022, it was reported by a sales representative via sems that a ar-9508-36 humeral cup reamer, and a ar-9510rg-l reamer guide got stuck. This occurred on (B)(6) 2022 during a reverse total shoulder arthroplasty when reaming the humeral head the revers apex stem broach was in, the l centering peg was in the broach, and when it was time to ream the reamer kept getting caught in the peg which wouldn't allow it to ream. The surgeon ended up removing the centering pin and reamed freehand. The case was completed, with no patient effect reported. Additional information requested. Additional information provided on 08/24/2022 that the inside of the reamer looks shredded and has nicks from the centering pin. Debris was produced and removed.